Manufacturer narrative:
Findings: pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 121 mg/dl. The customer stated that the pump was exposed to some sweat. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.